Event description:
The pt reported receiving repeated and unclearable e6 (mechanical) errors on his infusion device. The pt stated that he fills his insulin cartridges to 315 units and primes his infusion device. He stated that the infusion device functions properly until 175 units of insulin remain in the insulin cartridge, and the infusion device then goes into the stop mode. He stated that he attempts to place the infusion device back into run mode and e6 immediately displays. He then presses the check button to clear the error and the infusion device goes back into the stop mode. The pt stated that this has occurred 3 times. He stated on the first two incidents, he replaced the insulin cartridge with a full cartridge (315 units of insulin) and the infusion device operated properly until 175 units of insulin remained. He stated on the third incident, he switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.